Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call blank display, no delivery alarm and high blood glucose. Customer's blood glucose level was over 500 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm was resolved with a complete set change. Troubleshooting for blank display was performed. Customer's mother advised they changed out the battery on the device 4 times, then patient's mother completed a self-check and finally the infusion set and reservoir were changed out twice. Customer advised the insulin pump functioned properly.